Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 478 mg/dl. The customer was experiencing symptoms of nausea and feeling lethargic, thirsty. The customer reported they have a backup available. The customer took a shot. The customer did not want to troubleshoot today, she wanted to wait until she having an issue again.